Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was received damaged.  The cause for the failure was isolated to liquid contamination to components r905, c905, c902, and c900 on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There is no indication that the monitor malfunction caused or contributed to the patient death. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 03/12/2014. Electrode belt: 04/07/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2021. The patient was in the hospital at the time of the treatment and passing. Review of the download data, indicates the patient received one inappropriate shock on (B)(6) 2020 in response to atrial fibrillation with rapid ventricular response (af with rvr). The patient was in af with rvr at 190 bpm at the time of the inappropriate treatment shock at 19:49:53 on (B)(6) 2020. The patient's post shock rhythm was sinus tachycardia at 130 bpm. The response buttons were not pressed during the event. The patient remained in the hospital after the treatment event. The patient reportedly removed the lifevest after the treatment due to constant alarms. The patient passed away while not wearing the lifevest on (B)(6) 2021. Making the determination that the event is reportable due to the patient not wearing device because of the constant alarms.